Event description:
(B)(4). Nausea, vomiting, chills, hot flashes, dizziness, vertigo, lightheaded, cramps, lower back pain, aches, painful intercourse, extremely painful menstruation, weakness, numb extremities.